Event description:
On 05/31/1998 the account reported an erratic valproic acid result of 4.8 l/mg. The result was questioned and the sample retested, giving 86 mg/l. The pt had been dosed based upon the initial result. Treatment was delayed and then readjusted after the valproic acid result was questioned. No further info provided from the account. No report of injury.